Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine device check, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on stored egm. Programming changes were made.